Event description:
The patient contacted animas on (B)(6) 2012, stating all of the keypad buttons became unresponsive. The keypad was reportedly intact and no moisture was found in any compartments or behind the screen. The patient reportedly wore the pump in a pocket and did not clean it. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2012. The pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: testing was unable to duplicate the unresponsive keypad issue. The keypad was intact and all keys were responsive to user input. The keypad was removed and there was contamination under the contrast, up, down and ok key contacts. Unrelated to this complaint, the pump was returned with visible moisture in the display lens. A case seal leak was found during in house leak test.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.